Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2018: after performing coil embolization of the left sca, zta-p-38-167-w1 was inserted from the right and the stent graft was placed in zone 2. Very vague endoleak like contrast was seen on the final angio, but it could not be determined as endoleak definitely, so the procedure was completed without any additional treatment. During a follow-up exam 2-3 days after the implantation, endoleak was confirmed by angiography and it was suspected as type iii endoleak from suture holes or type IV endoleak. The physician determined the patient was still under the influence of anticoagulant that was used during the procedure and therefore the endoleak would be gone eventually due to becoming thrombosed, so he decided to take a wait-and-see approach without performing additional procedure, and the patient was discharged from the hospital. On (B)(6) 2018: during a follow-up exam, the physician confirmed the endoleak was still existent. He is suspecting it is type iii endoleak from the suture holes since it's still existing even 3 months after the implantation. He is considering performing additional procedure to place additional stent graft inside of the placed stent graft. Patient outcome: the patient is not experiencing any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref#: (B)(4). MFR site: name and address for importer site: (B)(4). Manufacturer evaluation methods code: 4109 - historical data analysis, 4112 - analysis of data provided by user/third party, 4117 - device not accessible for testing. Manufacturer evaluation conclusion code: 4310 - cause cannot be traced to device. Summary of investigational findings: the complaint states a patient who receives a zta-p-383167-w1 device in zone 2. After completing the procedure a vague endoleak is seen. The endoleak is still confirmed three month post procedure and it is suspected to be a type iii endoleak from a suture hole. The physician consider an additional procedure in terms of placing an additional stent graft and reline the placed stent graft. Computed tomography angiography (cta) images performed three month post implantation were provided. The images were reviewed and an endoleak was confirmed. Per the review the endoleak was not likely related to a suture hole because it did not appear to originate near the stent wires. The endoleak appeared to originate from a fold in the fabric between the second and third stent bodies along the left lateral aspect of the graft. This was adjacent to a large calcified plaque and associated with a 4 mm step off between the second and third stents. The step-off was likely caused by the transition from the very narrow aneurysm neck to the aneurysm sac. The endoleak cause may therefore likely be perforation by the edge of the calcified atheroma as the graft expanded into the aneurysm at the observed fabric step-off. Based on the event description and imaging review a type iii endoleak is confirmed. The cause is most likely perforation by a calcified plaque. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.